Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient's device stopped working on (B)(6) 2016. The hcp had no additional information regarding the event and was transferred to page a manufacturer representative.

Event description:
Additional information was received from the health care professional (hcp) indicating that the device was not working and needed a manufacturer representative (rep) to come out and repair and reset the device. A rep was paged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.